Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) turned off or froze and the monitors went black for a few seconds and then the cns came back up. They will send the log files in for evaluation by nk. No patient harm was reported.